Manufacturer narrative:
B5: during follow up, it was clarified that the patient was unable to disconnect from the cycler. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and the reported connection issue could not be refuted or verified. A nonconformance has been opened to address the separation issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and female connector of a minicap transfer set; further described as ¿the tubing was loose and disconnected from the locking mechanism." This was observed during use of the device for peritoneal dialysis therapy. The patient was unable twist off the connector port and had to cut the line to disconnect. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the female connector and the main body. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.